Event description:
It was reported that after the intra-aortic balloon was inserted in the pt the correct position was verified via x-ray prior to open heart surgery. The catheter was pulled back 1" prior to opening the chest. Upon opening the chest, excessive bleeding was noted. Further investigation found that the aorta had been dissected in the area of the intra aortic balloon tip. The tear was repaired, the procedure performed, and the intra-aortic balloon remained in the pt for 24-48 hours post-op. Due to the pt's deteriorated condition, his prognosis is poor.